Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion, and displacement test. No motor error alarm noted. Motor passed motor test. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. The test mini link transmitter communicates properly with the insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
The customer reported via phone call that she received a low reservoir warning when she had 5 units of insulin left instead of alarming at 20 units of insulin. The customer's continuous glucose monitoring system was reading over 400 mg/dl and she treated for a high blood glucose level. However, her actual blood glucose level was 134 mg/dl. The customer had surgery on the side of the stomach that she sometimes wore the continuous glucose monitoring system. The insulin pump alarmed motor error during a basal. Customer's blood glucose level was 268 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.